Event description:
There is a plastic sheath over the product for ease of insertion. The sheath is not radiopaque and a portion of the sheath was left in the pt as a result of poor visibility related to an arterial bleed. There were multiple ER visits and diagnostics performed before the problem was found because the sheath that states in the instructions that must be removed is not visible on films. Gynecare tvt obturator system lot 3422099 2011-03. The product is covered with a plastic sheath that must be removed after placement. The sheath is not radiopaque. The physician experienced an arterial bleed during insertion with poor visibility and incidently left part of the plastic sheath in the pt. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: urinary stress incontinence.